Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was over 600 mg/dl. The customer stated that infusion set cannula was bent. The customer was treated with intravenous insulin drip at the hospital. It was unknown that auto mode feature was active or not at the time of incident. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.